Manufacturer narrative:
(B)(4).

Event description:
Customer reported removing a PICC line placed at another facility due to PICC leaking where the luer lock connector meets the clear plastic tubing. No patient harm. It was reported the line was clamped distal to leak at the nursing home. The line was removed and replaced with a midline catheter.

Event description:
Customer reported removing a PICC line placed at another facility due to PICC leaking where the luer lock connector meets the clear plastic tubing. No patient harm. It was reported the line was clamped distal to leak at the nursing home. The line was removed and replaced with a midline catheter.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed with one relevant finding. For material c-15802-020a, lot 13c20a2478, a non-conformance was initiated in regard to extension line leaking during use; however, without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.